Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported bilateral peripheral infiltrate observed at one day post lasik procedure. The patient complained of slight irritation, redness but very mild symptoms. Reporter indicated the issue resolved by one month post op. Upon follow up, reporter confirmed the infiltrates have resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).